Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was able to be confirmed for fracture of the sheath. As the device has not been received for investigation, material analysis was unable to be performed and embrittlement due to uv light exposure was unable to be confirmed. However, the failure mode is consistent with embrittlement due to uv light exposure and it was determined to have been the likely cause of the issue. It is not clear how the sample may have experienced uv/light exposure, and the source of exposure was unable to be determined. Corrective and preventative action (CAPA) has previously been opened to investigate this issue further.

Event description:
Additional information was received on 13 jan 2022: it was reported that the angio-seal devices are not stored in a pyxis system or exposed to uv lighting. The facility does have a whole room with sterilization equipment in place. The warnings were provided in the case box regarding storage of the device. The angio-seal devices were stored in the original box. Stored under 20 degrees celsius.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to section b5. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the patient with hypertensive and diabetic history had a subarchnoid hemorrhage from an aneurysm that ruptured, one day duration. Access was taken using a 7f arterial sheath and 6f envoy guide catheter, after completion of procedure arterial sheath removed over guide wire from 8f angio-seal kit and, hemostatic sheath, arteriotomy dilator combination was being advanced along the wire, resistance was felt about half way in, the device combination was further attempted to be navigated over the wire by holding and pushing on to the sheath in addition to proximal hub at which point the sheath got separated about 2-3 cm distal to hemostatic valve end, the combination was withdrawn however segments of the sheath were left insitu(in patient) within the external iliac artery as well as subcutaneous tissue. Subsequently manual compression was done for prolonged time to achieve hemostasis. Foreign body retrieval was to be attempted hereafter after procuring suitable devices in view of non-visualization of said foreign body on fluoroscopy. The patient condition was ok. Additional information was received on (B)(6) 2021: there was no difficulty with arterial access. A pre-deployment angiogram was not performed. The blood loss was less than 250ccs. Intervention- acom aneurysm embolization done successfully. The patient condition was stable till 8 days post op. Pulses were present with asymmetry on the involved side. Blood flow patent at site of retained foreign body. The puncture site was above level of bifurcation. There was no disease at the access site. No testing done for aggregation (a case of subarachnoid hemorrhage). Distal pulses present, extraction of foreign body was done by vascular surgery.

Manufacturer narrative:
Patient identifier: requested, not provided. Date of birth: requested, not provided. Ethnicity: requested, not provided. Race: patient is south indian. Explanted date: 8 days later. Phone number: unknown. Occupation: interventional radiologist. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.